Manufacturer narrative:
The alleged event was not confirmed. The complaint sample was not returned to the plant for investigation. A search was performed for companion samples. Three potential lots were sold. Companion samples were investigated by the plant. A visual inspection was performed, the samples were found acceptable. A dimensional inspection was performed to four companion samples using a digital caliper. The dimensional inspection was performed, with acceptable results. A taper test was made to four companion samples using a force gauge and female conical fitting. Force applied. The samples were found acceptable. A simulated use test was performed to four companion samples. During test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. The companion samples met visual inspection, dimensional inspection, taper test and simulated use test with acceptable results, no issues were detected. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis clinic reported a fluid leak between the patient line and the supply bag during treatment. Additional information has been solicited.